Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for a 65-year-old female patient with a history of atherosclerotic heart disease and myocardial ischemia. The following data was provided: initial result was 2250, repeat was 2280 pg/ml. The sample was diluted and showed linearity. The sample was treated with peg6000 and the result was 110.4 pg/ml. The sample was tested with a johnson & johnson assay and the result was 25 pg/ml, reference range is 0-26.2 pg/ml. The sample was also tested with a roche troponin t assay and the result was 27.6 ng/l, reference range is 0-100 ng/l. The sample was negative with colloidal gold testing. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section e1 - phone complete entry = (B)(6). This report is being filed on an international product, list number 03p25-74, that has a similar product distributed in the us, list number 02r98.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 51319ud01 was evaluated using worldwide field data. Review shows that the median patient result for lot 51319ud01 within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I, lot number 51319ud01, was identified.section g1 contact information was updated to reflect the current contact (B)(6)

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for a 65-year-old female patient with a history of atherosclerotic heart disease and myocardial ischemia. The following data was provided: initial result was 2250, repeat was 2280 pg/ml. The sample was diluted and showed linearity. The sample was treated with peg6000 and the result was 110.4 pg/ml. The sample was tested with a johnson & johnson assay and the result was 25 pg/ml, reference range is 0-26.2 pg/ml. The sample was also tested with a roche troponin t assay and the result was 27.6 ng/l, reference range is 0-100 ng/l. The sample was negative with colloidal gold testing. There was no impact to patient management reported.